Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821. H3: the system was serviced in the field, and the camera was replaced. Codes b01, c08, d02 are applicable to this analysis. H6: multiple fdd/annex a codes were reported. A1102 was coded for the localizer faulty message. A05 was coded for the camera not recognizing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera was not seeing the reference frame. It would come up with localizer faulty. No patient was present. Troubleshooting information was provided. The camera was found to be faulty. The camera was replaced.

Manufacturer narrative:
H3, h6) the product ID: 9735821, lot number: p900766, returned to the manufacturer and analysis confirmed the reported event. The returned positioning sensor unit (psu) had many nicks and scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to may of 2018 and intermittent illuminator current low dating back to october of 2019. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .762 millimeters (mm) with a passing threshold of .250mm. The psu also had line separation reported during testing. Previously reported codes, b01, c08, and d02 are applicable to this returned product analysis as well as newly reported codes, c02 and c07. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.